Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The consumer via the manufacturers representative reported a pocket revision to reach battery better. The patient had a below the knee amputation to his left leg and wanted the battery moved from the right back to the right abdomen. It was hard to adjust stimulation with battery in the back. The impedance check showed no abnormalities and the patient had great stimulation coverage to left leg and phantom pain. The issue was resolved at the time of this report. The patient was indicated for non-malignant pain. No further information was provided. If additional information is received, a follow up report will be sent.